Event description:
The penumbra neuron delivery catheter 053 was flushed and put on the sterile field. As the rhv was attached to the hub of the catheter, a pop was heard and it was noted that the hub had cracked. The catheter was replaced and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation: results: there is a crack in the wall of the catheter hub. A 0.053" mandrel was inserted into the distal tip of the catheter and an air filled syringe was attached to the luer fitting. The syringe was compressed and a leak at the luer fitting was detected. Conclusion: the crack in the catheter hub noted in the complaint was confirmed. The crack was likely caused by over tightening the plastic luer fitting. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.